Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, calcified lesion located at the main rcx exhibiting 70% stenosis. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. It was reported that during the pci procedure a break/ fracture occurred. The device was not kinked or re-straightened during use. The detached portion does not remain in the patient. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered on the mid section of the rcx. No excessive force was used. It was reported that the device was introduced and removed without being implanted. It was noted that the device broke in the middle while advancing the device to the lesion. No patient injury reported

Manufacturer narrative:
Additional information: the device did not detach in the patient. The device was removed by drawing back the delivery system with no other devices used. Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. Event description stated the device was returned for a detachment, however upon visual inspection no detachment has occurred. During analysis, stent was expanded due to suspected tear along the balloon working length, though no tear site was detected during inflation. The stent was not positioned between the marker bands as per specifications, stent had moved distally. Deformation was evident to the 11th ¿ 13th distal stent wraps with struts raised, bunched and overlapping. Kinks were apparent along the distal shaft, 5.4cm and 6.1cm proximal to the distal tip. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.